Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot 290566 on panther instrument sn (B)(4). Which had 9 discrepant samples. Customer questioned the positive samples and retested on a cepheid platform, where they all resulted as negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware errors; all samples in question had rlus well above the positive threshold. Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues. Pas noted that hologic could not compare panther results to other platforms, but the samples could have been mishandled. Ts provided customer with pas review. Customer noted they reran the positive samples on a panther again and they resulted as negative. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 eua(B)(4), aptima sars-cov-2 eua(B)(4), and aptima sars-cov-2/flu eua(B)(4), FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.